Event description:
It was reported that the iab would not fit through the 8fr sheath provided with the iab. A competitor sheath was used to complete the procedure. It was reported that the pt expired, however it was not attributed to the product malfunction. The device was discarded after the procedure.

Manufacturer narrative:
The device was discarded and lot information was not provided, therefore no evaluation could be performed to confirm the reported events. In order to determine if this failure was related to the manufacture of the device, customer shipping history records were reviewed to determine the most likely lots involved in this event. A lot history review was then performed for those lots and no non-conformances were found related to the event. Internal complaint #(B)(4).